Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had no power, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer unplugged components in the e drawer to isolate the power issue. The power supply turned on with nothing connected, indicating that the communication sled was likely faulty. The communication sled was replaced, but the power issue persisted. A new power supply was ordered, and follow-ups were raised to obtain information about it. However, no reply was received. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had no power, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from pharmacy. There were no adverse events or injuries reported based on this event.